Manufacturer narrative:
Correction: initial MDR gives the date received by manufacturer as 05/11/2017. The correct date received by manufacturer is 05/08/2017.

Manufacturer narrative:
(B)(4). Results: samples have been returned but has not yet been evaluated. However, the manufacturing site has also completed a no sample investigation with the following findings: fifty retention samples from lot # 6j0722 were visually inspected and no abnormalities were identified. Thirteen of the 50 retention samples were also activated and no problems were found with breakaway force, sustaining force, or security force. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6j0722. Conclusion: an absolute root cause for this incident has not yet been determined. A sample investigation will be conducted and upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a health professional activated the safety sheath of a 21 g x .75 in. Bd vacutainer® safety-lok¿ blood collection set with 12 in. Tubing and luer adapter and attempted to discard it in a biohazard container. While doing so, the butterfly wings of the device pressed against the hole of the container causing the needle to retract upwards and the healthcare worker suffered a contaminated needle stick injury. It is unknown if the healthcare worker received any medical interventions.

Manufacturer narrative:
Results: two unused samples in unopened packages were returned for evaluation. A visual inspection revealed no abnormalities such as damage, molding defect, etc. On the safety shields. A simulated use test was performed by activating the safety shields and there were no problems with breakaway force, sustaining force, or security force. As previously reported, a review of the device history record revealed no irregularities during the manufacture of the reported lot # 6j0722. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.